Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection showed the device was in used condition. During functional testing, the device could not calibrate within normal range. The printed circuit board (pcb) was suspected to be defective/worn and was replaced in order to resolve the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an over temperature alarm during self-testing. There was no patient involvement.